Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. A picture was provided for evaluation. According to the manufacturer investigation, the complaint was confirmed. It was determined that a potential root cause is the absence of solvent. An engineering study was performed to evaluate the risks of the manufacturing process and according to the study results, the possibility of leakage is due to the absence of solvent. The manufacturer initiated a quality alert to notify their personnel of the failure mode reported by the customer. As a corrective action, they updated their visual standard to reinforce the training and awareness of the personnel on the correct method of solvent application and risks when the correct manufacturing process is not followed. A review of the device history records for sl-2000m2095 from lot a2000301 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. According to the manufacturer's complaint history review, six (6) leakage complaints were reported in the current year and after investigation, the aforementioned actions were implemented. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. A picture was provided for evaluation. According to the manufaturer investigation, the complaint was confirmed. It was determined that a potential root cause is the absence of solvent. An engineering study was performed to evaluate the risks of the manufacturing process and according to the study results, the possibility of leakage is due to the absence of solvent. The manufacturer initiated a quality alert to notify their personnel of the failure mode reported by the customer. As a corrective action, they updated their visual standard to reinforce the training and awareness of the personnel on the correct method of solvent application and risks when the correct manufacturing process is not followed. A review of the device history records for sl-2000m2095 from lot a2000301 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. According to the manufacturer's complaint history review, six (6) leakage complaints were reported in the current year and after investigation, the aforementioned actions were implemented. If additional pertinent information becomes available a follow-up report will be filed. Note: this follow-up is being filed as the health effect clinical code and health effect impact code were incorrect on follow-up #1. Section h6 has been corrected.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: a leak occurred from the arterial tubing and the red dialyzer connector. No patient injury reported.